Manufacturer narrative:
E1:name: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event infusion set fell off while sleeping due to tape not sticking causing high blood glucose of 360mg/dl and treated with manual injection on 03 jun 2026.